Event description:
It was reported that patient¿s continuous glucose monitor showed 42 error. There was no reported impact to the customer¿s blood glucose level. Patient performed manual pump reset independently, and no additional information was received regarding the outcome of the event.